Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string pulled out of two or three tampons when wiping, leaving the tampon inside. She was able to manually remove the tampons and did not seek medical attention.